Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 155 mg/dl. She was trying to deliver a bolus when the numbers started scrolling on their own. This happens even when she tries to do a quick bolus. She said the keypad either doesn't work or gets stuck. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.